Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Outcomes attributed to adverse event, date of event, implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report number. Literature attachment: article title: "transcatheter edge-to-edge repair for acute mitral regurgitation with cardiogenic shock secondary to mechanical complication."na.

Event description:
This is filed to report patient death. This study was a retrospective and meta analysis of past cases and literature to display the technical features and outcomes of emergency transcatheter edge-to-edge repair (teer) using the mitraclip system for patients with cardiogenic shock (cs) secondary to acute mitral regurgitation (mr) and mechanical mitral valve (mv) complication. It was reported that patients underwent a procedure for acute mr with cs from january 2014 to december 2019. Complications identified in the procedure include mitral stenosis, mitral regurgitation, major infection/sepsis, heart failure, hospitalization, unexpected medical intervention and death. In conclusion, teer using the mitraclip system appeared to be feasible with a near 70 % device success rate in this cohort of extremely ill, prohibitive surgical risk patients with mechanical mv complications. Details are listed in the attached article titled "transcatheter edge-to-edge repair for acute mitral regurgitation with cardiogenic shock secondary to mechanical complication". No additional information was provided

Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this complaint was based on a review article, and no device/lot information was provided. Based on available information and due to the limited information available from the article and the article covering multiple patients, a cause for the reported death/expired cannot be determined. Death/expired is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.